Manufacturer narrative:
The technician found contamination in the hydraulic manifold which caused the intermittent operation. The technician replaced the hydraulic manifold to repair the bed.

Event description:
Information received indicates all of the manual functions are only working intermittently.